Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has multiple cracks on the case and has had button error alarms. The customer removed the keypad in order to clean the keys with alcohol to keep the device working. Blood glucose value was 5.6 mmol/l. The insulin pump was not replaced or returned. The customer is looking into getting a new insulin pump through the doctor and would call back if deciding to get a loaner one.